Manufacturer narrative:
Unit received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on pcba 1. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unit received with deep minor scratches on lcd window. Unit received with scratched casing, pillowing keypad overlay and damaged keypad overlay texture.

Event description:
The customer reported via phone call that insulin pump was broken and there was scars on lcd screen. The customer¿s blood glucose level was 101 mg/dl. The insulin pump will be returned for analysis.